Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for proximal humerus fracture. In the surgery, a problem occurred where the cutting edge of the drill was dull, resulting in extended operating time. Drilling took longer than usual, ultimately leading to get ob from a nail. The surgeon addressed the issue by inserting two screws distally using a k-wire of the same diameter as the drill. The surgery was completed successfully with thirty minutes surgical delay. After the surgery, the surgeon commented that no noticeable snagging was detected upon direct contact with the tip of the product.